Event description:
It was reported that the cassette was disconnected from the extension set during the patient¿s infusion. An equashield ll2s adapter was used on the cassette pigtail to fill the cassettes. The event occurred while in use with patient at patient's home and there was no reported patient harm/adverse event.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.